Event description:
The customer reported that while the unit was in use on a patient the unit displayed "electrical test failure" on power up. The patient was switched to another unit and therapy was continued. No patient injury was reported.